Manufacturer narrative:
.

Event description:
It was reported by a company representative that at an educational meeting the speaker mentioned a patient who has sleep apnea. A sleep study was performed, and the patient's throat was observed to constrict and their oxygen saturation levels dropped when vns stimulation occurred. Additional relevant information has not been received to-date.